Event description:
It was reported that the patients' leads of the spinal cord stimulator (scs) system migrated the day after the implant which was confirmed with imaging causing inadequate stimulation. The patient underwent a procedure in which the two leads were repositioned. The patient is now receiving adequate stimulation and is doing well post operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: (B)(6).